Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure. According to the complainant, during the procedure on (B)(6) 2010, when removing the initially placed device the internal bolster detached from the feeding tube. The physician removed the internal bolster endoscopically with forceps. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure. According to the complainant, during the procedure on (B)(6), 2010, when removing the initially placed device the internal bolster detached from the feeding tube. The physician removed the internal bolster endoscopically with forceps. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown; however over 18 years old(B)(4)- no code available - detached part, retrieved by physicianthe complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.bsc reference: a00219374/1528545

Manufacturer narrative:
A visual evaluation found that the internal bolster had detached from the feeding tube. Flash from the inside of the bolster was still attached to the feeding tube. A mold line was found on the tube indicating that the bolster had been properly attached to the tube. The internal face of the bolster was found to be cracked where it had separated from the tube. The feeding port cap flange, that is used to open the cap, was torn off jaggedly. The condition of the returned unit was consistent with the complaint incident that the internal bolster detached during replacement. It most likely detached due to excessive force being used during removal of the device. It appears that due to repeated use and handling the flange of the cap was torn off. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomaly was found. (B)(4).